Event description:
Pt was implanted with a liss-df plate on (B)(6) 2011. X-rays taken on (B)(6) 2012 showed the plate to be broken. Reportedly the pt experienced torsion of the femur while sitting. The pt was returned to the operating room on (B)(6) 2012 for revision.

Manufacturer narrative:
Investigation is on going. Mfg documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the dimensions of the plate were checked (as far as measurable) using a sliding caliper and found to be in accordance with the technical drawings. The examination of the raw material inspection sheets and the manufacturing papers showed that the chemical composition, microstructure and mechanical properties of the plate are in compliance with the international standards. The failure of the plate was due to dynamic bending and torsional loads which led to overload and material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize high forces over a period of time that may have been greater than the tolerable load. A failure of the plate from either a material defect or the manufacturing process can be excluded.